Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. Customer also reported a high blood glucose of 600 mg/dl. The customer treated their blood glucose with a bolus delivery. Customer attributed their high blood glucose to setting adjustments made by their dietician. The customer reported not feeling well from their high blood glucose. Customer was assisted with rewinding and priming the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.